Event description:
During incoming inspection of the device by the distributor, some abnormal signs (interferences) were noticed on the display when connecting or moving of the camino cable (camcabl). There was no patient involvement. Linked to mfg. Report numbers: 3006697299-2017-00038, 3006697299-2017-00040, 3006697299-2017-00042, 3006697299-2017-00041.

Manufacturer narrative:
Integra has completed their internal investigation on may 17, 2017. Results: evaluation of returned device; the cam02 monitor was verified as performing to specification and was confirmed as not the cause of the complaint incident. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; (B)(4). 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (2) can therefore be calculated as 0.008% (8 x 10-5) (occasional) of procedures. This percentage is outside the expected rate of occurrence scored in the pre-mitigation risk management review. Conclusion: the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. The cam02 monitor was verified as performing to specification.